Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 149 mg/dl (aviva meter) and 60 mg/dl (va meter). The patient had hypoglycemia symptoms of laughing, giggling, and "acted intoxicated". The nurse and the patient's wife treated him with sugar tablets, crackers, and juice. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.